Event description:
During a phacoemulsification procedure, the unit produced intermittent aspiration surges resulting in a broken capsule and the need for the physician to perform a vitrectomy procedure. The pt did not suffer any additional injury as a result of this problem.